Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the video processor (vp). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In logs, no data was found to indicate that the fault had occurred in the field. Visual inspection, no issues were found that is related to the report issue. The vp was installed onto a golden system where the component functioned as expected. Then, the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles and sitting idle for 1 hour. Once the testing was completed, the system error logs were inspected, but no error could be identified. The complaint was confirmed by failure analysis. The probable root cause can be attributed to a component failure on the video processor (vp). This issue can be resolved by replacing the part. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer encountered a "video processor (vp) not detected" message without anyone pressing the breaker or unplugging the ac cable of the vp. Customer attempted to turn off the system several times, but it kept starting up with the message "vp not detected". The procedure was aborted without patient involvement.